Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had an magnetic resonance imaging (MRI) and the technician had changed their implantable pulse generator (ipg) settings. The patient reported that they have not "felt normal since" and reported their heart rate was "running a little high". The ipg remains in use. No further patient complications have been reported as a result of this event.